Event description:
It was reported that the patient had a loss of therapeutic effect. They lost urinary relief in the last couple of weeks. The patient had pinching and burning pain at the implant site that started yesterday. The patient turned the implant off and the pain wasn¿t as bad. The symptoms had a sudden onset and there was no known accident or incident related to the event. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v339438, implanted: (B)(6) 2010, product type: lead. (B)(4).